Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had keypad anomaly and audio anomaly. The customer¿s blood glucose level was unknown. The customer reported that they could not press on the up button when they need to give more insulin and the pump started alarming. It was reported that during the call customer had turned pump off because of the noise. It was reported that the keypad was unresponsive and a part came off. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. However, intermittent button response noted during testing due to corroded keypad traces. Insulin pump also received with missing display window cover. No moisture damage on electronic assembly noted during visual inspection.